Manufacturer narrative:
On (B)(4), a beckman coulter field service engineer (fse) evaluated the instrument and found the needle bellows not draining as a result of clogged tubing at valve vl47b. The fse replaced vl47b resolving the leak. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as a few milliliters of bloody fluid leaked from the needle bellows onto the tube caps of samples. The leak was not contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.